Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the sensor was missing/ bent electrode. Customer stated the transmitter didn't blink when it was connected to sensor. The sensor seemed bent, retraced or damaged. Customer's blood glucose was unknown. The sensor is not returning for analysis.